Manufacturer narrative:
Method: involved device has not been returned as of this time. The failure investigation consisted of a review of user facility info and quality records. The user facility confirmed that the packaging was not visibly damaged. There were no indications of any production related problems in the device history records and there are no previous complaints on this lot number. Although the cause cannot be definitively determined, there is no evidence that the reported kink in the catheter tubing was related to a device defect or malfunction. All available info has been forwarded to the mfg facility for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The device was changed out prior to the start of the procedure. Therefore, there was no pt involvement. Add'l event specific info has not been made available. Ref u/f #(B)(4).